Event description:
Tubing disconnected from female luer lock during pt use. Clearlink buretrol solution set was connected to a percutaneous intermittent central catheter (PICC). Bedside nurse noted that PICC line would not flush easily. She immediately clamped the antecubitally placed catheter and called the nurse practioner. The nurse practioner (np) dissolved and retrieved remainder of a blood clot that had formed inside this 10-12 inch long catheter with (unk amounts) t-pa (alteplase) and heparin successfully. The PICC line was saved and no injury or blood loss resulted to the pt. The pt involved was a male. The pt has previously been diagnosed with meningitis and was subsequently receiving an unspecified type of antibiotic therapy as an inpatient.

Manufacturer narrative:
The mfg facility has received the reported sample. A follow-up report will be submitted upon completion of the evaluation.